Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal in mitral procedure where chordae damage was reported intra-procedurally. There was difficult engaging the leaflet as imaging was extremely poor. Of note was a very prominent mac (mitral annulus calcification). There was a flail with plus 4 mr (mitral regurgitation). The flail was captured with the first device after multiple attempts and reduced mr down to moderate-severe plus 3. Ice (intracardiac echocardiography) was discussed as confirming leaflet insertion was tedious. Second ace was attempted, but there was a struggle with confirming leaflet insertion. Ace was removed. Ice was placed. A third ace device was inserted with ice, and chordae damage was noticed with the better imaging. Physician is unsure if chordae damage was there prior to the insertion of the third ace device. Third ace had confirmed leaflet insertion but was unable to reduce the mr. The third device was aborted. Procedure was completed and mr reduced from severe to moderate/severe. Patient is being worked up for a valve in mac procedure.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. The complaint for chordae damaged in attempt to capture leaflet was confirmed. Available information suggests there were procedural related difficulties and imaging difficulties that likely contributed to the event due to multiple attempts with the first and second device insertion. A third device was inserted with intracardiac echocardiography, and chordae damage was noticed with the better imaging. The physician was unsure if chordae damage was there prior to the insertion of the third device. Once the implant was grasped there were difficulties to reduce the mr (mitral regurgitation); therefore, the device was aborted. The most likely cause of this event is indeterminable. The complaint review and analysis of all available information failed to indicate a root cause or probable root cause. Unable to determine the cause of the event. Various factors that may contribute to an indeterminable root cause include, but are not limited to, no adequate imaging available, no product return, and no additional information from the site. Since no edwards defect was identified, corrective or preventative actions are not required.